Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 400-mg/dl-"high". Cause of bg level was not known. Customer "tried to up carb intake" and administered a bolus via the pump to address the issue and went to the emergency room. Customer was treated with intravenous fluids of saline and insulin, resolving the issue with no permanent damage. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no additional information regarding this event was provided.